Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an enlarged radical resection of rectal cancer procedure, they needed to cut the intestinal tube, stapler and disposable reload were unable to fire. The device was replaced to complete the case. This lead to prolonged time of the patient's operation.